Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The cause of the recharging issues was due to the battery seeming too deep to charge normally. The healthcare professional (hcp) is suggesting a replacement. The issue was noted to be resolved and this information was confirmed with the physician/account. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having to recharge too often and the recharging was taking too long. They had poor coupling about 2 bars, until they lean back and then they may improve to 6 bars. There was an over temperature message and a doctor icon (unknown code) that have appeared on the insr (recharger) screen. The patient keeps the recharger on about 16 hours a day. Repositioning the antenna does not resolve the issue. Reported pocket issues related to the ins was noted as the ins being too deep and the patient having weight gain. The palpating ins was too deep. The patient has gained 60 pounds due to the prescribed medication. They were redirected to their managing physician to discuss pocket revision. No further complications were reported as a result of this event.